Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that drawer 3.1 was not opening. The field service engineer (fse) opened the drawer successfully. The spring at the rear of the drawer was inspected and was found to be functioning properly, with the same level of resistance as the drawer below it. The fse checked for any rubbing and loosened the screws on the rails, adjusted the drawer alignment, and then retightened the screws. No components appeared to be out of place. The drawer opened a few inches each time it was accessed using both the rear release and the software. During the attempt to remove the rear (back) drawer panel, a broken captive nut was identified. The customer verified the drawers functionality multiple times. Follow up was planned to address broken captive nut issue. The fse ordered a replacement drawer, which was to be installed once the new drawer was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bc2 drawer 3.1 clicked as if it was about to open but does not fully release. Users must manually pull the drawer open to access the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bc2 drawer 3.1 clicked as if it was about to open but does not fully release. Users must manually pull the drawer open to access the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.